Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. . Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found, the investigation was unable to test the hardness of the material. The visual inspection revealed the tip is broken as noted in the complaint. The break on one side starts approximately half way up the hex tip and is straight across for half the shaft diameter. At that point it is oblique up to a point on the opposite side that is the full tip length. The transition from the straight across surface to the full length tip is even on both sides. There is debris throughout the cannulation. The product evaluation determined otherwise, the shaft is in good condition the design is acceptable. This device was released for sale in 1994 and this specific lot was manufactured in january 2003. The design is proven and there is no indication of a design related issue with this complaint. The investigation determined this event to be invalid.

Event description:
Consultant reported: during a femur procedure, the tips of both drivers broke during the procedure. Pieces broke into the wound, but were retrieved by the surgeon. The surgeon used a driver from another set to complete the procedure. This is 1 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.